Event description:
According to the available information, attempted to retrieve the stone using the product, but the basket's range of motion on the operating handle side was too limited. This prevented the tip from fully retracting during stone retrieval, necessitating discontinuation of use. Another unit from the same lot was used, but the same malfunction occurred, preventing stone retrieval and requiring discontinuation of the procedure. The basket is not broken.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.